Manufacturer narrative:
Investigation summary: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that machine in disconnect mode, so no new patients or orders are not crossing over to the machine. A field service engineer logged into cfn- admin, went to network settings, to change adapter settings, set the ip address settings to automatically assign and restarted the station. The system functioned as intended after the technical service engineer investigated the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, prevented the user from removing medication for patients, displayed an error message during the transaction and subsequently logged them out. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the pyxis medstation es system, prevented the user from removing medication for patients, displayed an error message during the transaction and subsequently logged them out. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.